Event description:
The cause of death was right ventricle failure and strokes from air embolism, distributive shock along with the cardiogenic shock.

Manufacturer narrative:
B7 - other relevant history, including preexisting medical conditions: corrected. E2 - health professional: corrected. E3 - occupation: corrected. G2 - report source: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event and periodic log files are reviewed under the investigation of the system controller. Of note, low flow alarms activated on (B)(6) 2025 at 16:48:17 due to the calculated flow decreasing below the low flow threshold of 2.5 liters per minute. On (B)(6) 2025 at 16:52:12, an lvad off alarm activated associated with an intentional pump stop fault. Shortly after the intentional pump stop the driveline was disconnected at 17:01:30 which appears consistent with termination of support. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, right heart failure, and stroke. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. Additional information was not provided. The event log files appeared to show an onset of low flow causing multiple low flow hazard alarms on (B)(6) 2025. The pump driveline appeared to have been disconnected a short time later.